Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. On an unreported date, the patient experienced a heart attack. Treatment was not reported. The patient died due to heart attack. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.